Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Cloud data from the user for the day of (B)(6) 2026 was downloaded and reviewed. Review of the cloud data confirmed that a 10 u bolus was delivered. The cloud data showed that no carbs or glucose values were entered for this bolus, and that it was manually adjusted from 0 u to 10 u. Without log files, it cannot be determined if the user interacted with the controller to program and confirm the 10 u bolus, as cloud data does not contain logging of interactions with the controller. The exact cause of the reported uncommanded bolus could not be determined from the available cloud data. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient experienced an overnight incident involving their omnipod 5 controller/personal diabetes manager (pdm). They stated that at approximately 12:57 a.m. On (B)(6) 2026, the system recorded a manual bolus of 10 units while the patient was asleep, which led to a hypoglycaemic event that triggered an urgent low glucose alarm at 3:00 a.m. The patient indicated their glucose was in range prior to the event and that their spouse confirmed the customer was sleeping during the relevant timeframe. No blood glucose values were provided. No information regarding treatment was provided and it was not reported if any medical assistance was required. The patient was issued a replacement pdm.